Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Ge healthcare has recommended replacement of the ventilator interface board. A quote for repair has been issued but not approved to date.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, indicating mechanical ventilation was not available. There was no report of patient involvement.